Manufacturer narrative:
Information was received from the remote service engineer that the replacement user interface pcba was ordered and installed, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1118 "5 v supply failed" error occurred. There was no patient involvement at the time the issue was discovered as the issue was found during routine checking. There was no patient or user harm reported.

Manufacturer narrative:
Per initial good faith effort (gfe) response, the field service engineer found that there was a problem with the user interface (ui) pcba. The repair is still pending.